Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc poisoning in a female pt who received super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip. An unk time later, the pt experienced zinc poisoning and neurological damages. At the time of reporting, the outcome of the events was unk. Medical records received (B)(6) 2010: on (B)(6) 2009, the (B)(6) pt was evaluated by a hematologist for idiopathic peripheral neuropathy and chronic macrocytic anemia with associated leucopenia. B12 deficiency was excluded, and at this visit, the pt had fatigue and increasing weakness. On (B)(6) 2009, the pt's copper level was found to less than 10 mcg/dl (normal 80 to 155), and the zinc level was 168 mcg/dl (normal 60 to 120). This case was now considered serious by gsk.

Manufacturer narrative:
Poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).